Event description:
It was reported that a patient alert triggered due to implantable cardioverter defibrillator (ICD)  battery depletion. The ICD was explanted and replaced due to early battery depletion associated with high left ventricular (lv) lead output and continuous electrocardiogram recording. No patient complications have been reported as a result of this event. This patient is a participant of the prompt clinical study.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: 5076 lead implanted: 2012 (B)(6); 6947 lead implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.